Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemia event and infusion set fell off due to tugged event on (B)(6) 2026. No further information available.